Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the patient information center ix indicating the system has wireless monitoring loss. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) found that the cause of the reported issue was the access points needed to be upgraded to the latest firmware version. The piic ix access points were upgraded to resolve the customer's issue. Based on the information available and the testing conducted, the cause of the reported problem was with the access points. The reported problem was confirmed.